Manufacturer narrative:
Product event summary: at analysis it was noted that the generator had interrupted lines in its display. As there were no spare parts available, the device was scrapped. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
The external pulse generator was returned because it had been dropped and had a broken case and it subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.